Manufacturer narrative:
The unit was received with an intermittent act button due to a flattened dome switch. The unit had a minor scratched display window. (B)(4).

Event description:
The customer called in to report a button anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.